Manufacturer narrative:
The manufacturer representative went to the site to test the imaging system and the reported issue was confirmed. The system would intermittently transition from 2d mode, to standalone mode upon initial startup. The rear panel of the mobile view station (mvs) opened, and it was observed that some of the internal cabling leading to the mvs computer had strain on it when the door was opened/closed. They removed wire ties holding the cable bunch, and routed to alleviate the strain. The wire ties were replaced. The mvs interconnect, and rear cab breakout inspected, with no discrepancies noted. After the cabling in the mvs was re-situated, the issue resolved. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the image acquisition system (ias) was in standalone mode but moving around the umbilical in certain positions would allow the connection with the mobile view station (mvs) to work. The procedure was continued once the connection was okay. There was less than an hour delay in the procedure. No impact on patient outcome.